Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridges leaked insulin. In addition, it was reported that resistance was felt when filling the cartridge during the load sequence. Customer was able to fill the cartridge with the existing needle. Customer¿s blood glucose was 171 mg/dl.